Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the guidewire and devices), patient factors (horizontal aorta, severe ventricular septal hypertrophy) likely contributed to the lv perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a shaped extra stiff wire was placed in the left lv with some difficulty. A 23mm commander delivery system was advanced along the guidewire, but some difficulty was experienced while crossing the native valve. Following manipulation of the devices, the annulus was crossed. The 23mm sapien 3 valve was then deployed in a final 90:10 aortic/ventricular (a/v) position as intended. Following valve deployment and withdrawal of the delivery system, the blood pressure (bp) gradually decreased to 40 mmhg in 4 minutes. Transesophageal echocardiography (tee) showed a pericardial effusion. An emergent thoracotomy was performed, and the left ventricle (lv) was found to be ¿torn¿ approximately 3 cm in length. Although the tear was sutured under extracorporeal circulation, bleeding occurred at the stitches and it took time to achieve hemostasis. The chest was closed after bleeding was stopped. The patient was weaned from extracorporeal circulation. The valve remains implanted in the patient. The native annular valve area measured 285.0mm2 by CT. Mild valvular calcification was reported. The diameter of sinotubular junction measured 24.0mm and diameter of the sinus of valsalva (sov) measured 25.0mm. Per medical opinion, the guidewire placement and valve positioning were difficult due to a horizontal aorta and severe septal hypertrophy. Adjusting the device coaxially in the annulus was very difficult, and the guidewire may have pushed into lv, causing the lv perforation.